Event description:
An alternate resin ektar/dn003 which is a copolyester is being tested & evaluated as a replacement to ektar/da003 which is a polyester/polycarbonate alloy. Mechanical stress is being studied as a possible test for release criteria of molded parts. Redesign of the co cannula is being implemented to reduce the propensity of the b & d design to cause mechanical stress to the infection site. Alterations to current printing are being reviewed to reduce stress induced by applying the "alert ring".